Manufacturer narrative:
(The date returned to manufacturer was inadvertently omitted from the initial report) per the customer, the scope was returned to olympus without undergoing reprocessing. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿ likely the cause is related to the subject device being returned to olympus without reprocessing being conducted/completed prior at the facility. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. The evaluation also found the following: due to the wear of the scope cover packing, water tightness was lost. Due to the wear of the flexibility adjustment mechanism on the packing joint, water tightness was lost. The flexibility adjustment ring had a crack. Grip had a crack. The switch box had a dent. Right/left knob was shaved. The air/water cylinder had no color. The scope cylinder had no color. Due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. The plug unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. Due to corrosion on the plug unit, e216 (scope communication err) occurred. Due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end does not meet the standard value. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The cover of the light guide bundle was damaged. The objective lens had a scratch. The light guide lens had a crack. The connecting tube had a cut. The universal cord had a wrinkle. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus asset colonovideoscope had error b30 (scope communication error). The device was returned for evaluation. During the device evaluation, foreign material was found in the air/water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.